Event description:
Asku

Event description:
It was reported that the device was found to have episodes of noise from the right ventricular lead. Lead impedance ranged from 900 to greater than 3000 ohms, there was oversensing of noise noted with abdominal movement of the device. The patient was brought back to the or (operating room) 2 days after implant of the lead. When the pocket was open, the lead was tugged and increased noise was seen. Increased noise was seen with any manipulation. Both the lead and device were explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found. (B)(4) no anomalies found; the full lead was returned for analysis. The outer insulation was breached/cut and had cosmetic cuts. There was apparent explant damage. Performance data collected from the device has been analyzed. 1 - patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2010. Daily pace lead impedance trend data shows an abrupt increase for ventricular pace bi impedance=627 to 4047 ohms peak between (B)(6) 2010. 3 - ventricular nst<=180 ms average v-cycle on (B)(6) 2010. Ventricular short interval count v-sic=2365.1 counts avg/day, in 0.74 day, between (B)(6) 2010. 1 - patient alert for lead failure predictor on (B)(6) 2010 15:02:04.

Event description:
It was reported that the device was found to have episodes of noise from the right ventricular lead. Lead impedance ranged from 900 to greater than 3000 ohms, there was oversensing of noise noted with abdominal movement of the device. The patient was brought back to the or 2 days after implant of the lead. When the pocket was open, the lead was tugged and increased noise was seen. Increased noise was seen with any manipulation. Both the lead and device were explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) no anomalies found; the full lead was returned for analysis. The outer insulation was breached/cut and had cosmetic cuts. There was apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found. (B)(4) no anomalies found; the full lead was returned for analysis. The outer insulation was breached/cut and had cosmetic cuts. There was apparent explant damage.